Manufacturer narrative:
The patient remains ongoing on pump support. The report of elevated pump power values was confirmed based on the evaluation of the submitted log file; however, a root cause for the event could not be determined. Additionally, a direct correlation between the report of infection and the device could not be determined. The instructions for use lists pump pocket infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016 the lvad system produced elevated pump power readings. The patient remained asymptomatic. Analysis of the system controller¿s log file by the manufacturer¿s technical services representative confirmed intermittent pump power elevations beginning on (B)(6) 2016 that were above the typical baseline lvad power readings for this patient. As of (B)(6) 2016 it was reported that the lvad system was still producing elevated power readings, and that no treatment had been administered. It was also reported that the patient had a fluid collection surrounding the outflow graft that was consistent with infection. It was unknown if the fluid was causing compression on the outflow graft that could potentially cause hemolysis. No additional information was provided.